Event description:
The drive console was connected to a bi-ventricular assist device (bi-vad) pt and when unplugged from the wall to move the unit the compressor stopped pumping. The unit was plugged back in without incident.